Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. Upon evaluation, the monitor did not recognize when an electrode belt was connected. The cause of the failure was isolated to a bent pin at connector j1001 on the computer / analog (ca) board. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.